Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, a complete lead was returned in three pieces, measuring 31.1 cm, 12.3 cm, and 5.1 cm. Visual inspection of the lead found external insulation abrasion that breached the outer insulation and exposed the outer coil at 19.7 cm from the connector pin and at 3.0-3.6 cm from the distal tip. The abrasions were consistent with friction to another device or features of the heart. Electrical testing did not find any indication of conductor fractures. All other damage seen was consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.